Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the dcs12 was removed from the staple packaging and it was noted the black sheath on the shaft was torn. The device was not used. A second dcs12 was introduced to complete the procedure. There was no pt consequence.